Event description:
The customer contact reported split tubing; subsequently bleed back was noted. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, it was reported that the tubing split when it inserted into the fork clamp on the back of the cair clamp. An unspecified amount of blood backed up into the tubing. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.